Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level between 500 mg/dl to 600 mg/dl. The customer had symptoms such as difficulty breathing and treated with manual injection. Customer's blood glucose value was 111 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were leaks and air bubbles in the infusion set tubing and troubleshooting was performed and completed. There were no site or insulin issues. The device settings were correct. Customer also reported that the insulin pump had a keypad anomaly and the act button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.